Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal got caught on the delivery device window.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. (B)(4).

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage. There was evidence of blood. The cutter was returned but was not complaint related. The delivery device was returned with the loading device. The tension spring assembly, seal and anchor tab were inside the loading device. The slide lock was engaged and the plunger was not depressed. The following measurements were taken: the inner and outer delivery tube diameter; and the length of the delivery tube. The values recorded were within the tolerance specs. Based upon the received condition of the device, the reported complaint was confirmed for "failure to load." Specific actions for this failure mode are being managed and documented in the maquet corrective and preventive action (CAPA) system. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, the heartstring iii proximal seal system 3.8mm seal got caught on the delivery device window. A replacement device was used to complete the procedure. The hospital did not report any pt effects.